Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 19 mg/dl. The customer reported insulin pump display was flashing and did not return after troubleshooting. The customer also reported receiving software error detected alarm, which was they able to clear and passed the self test. The pump will be returned for analysis.